Manufacturer narrative:
The clips remains in the patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event dates: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects of death and malfunctions reported in the article are captured under separate medwatch reports. Attachment: article titled, one-year results following pascal-based or mitraclip-based mitral valve transcatheter edge-to-edge repair.

Event description:
This is being filed to report the cardiogenic shock, stroke, stenosis, bleeding, respiratory failure, sepsis, endocarditis, reintervention, surgery, recurrent mr, cerebrovascular accident, and hospital readmission. This was a study comparing the pascal and the mitraclip systems for mitral valve transcatheter edge-to-edge repair (teer). The primary endpoints assessed were procedural success [as defined by the mitral valve academy research consortium (mvarc)], residual mr, functional class, and a composite endpoint comprising death, heart failure hospitalization, and mitral valve re-intervention. Additional adverse effects noted with the mitraclip device included mitral stenosis, bleeding, respiratory failure, cardiogenic shock, sepsis, endocarditis, cerebrovascular accident, hypotension, reintervention, and surgery. The study concluded that in high-risk patients with severe mr undergoing mv teer with the mitraclip or pascal device, procedural safety, efficacy, and clinical improvement after 1 year are comparable. Details are listed in the attached article, titled one-year results following pascal-based or mitraclip-based mitral valve transcatheter edge-to-edge repair. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system database for the reported lot could not be performed as the lot number and part number are unknown. Based on the information reviewed, and due to limited information available from the article the cause for the reported mitral regurgitation (mr), mitral stenosis (ms), hemorrhage, hypotension, sepsis, respiratory failure and shock-cardiogenic, cerebrovascular accident could not be determined. The reported medical intervention, surgical intervention, and hospitalization are results of case-specific circumstances. Mr, ms, hemorrhage, hypotension, respiratory failure, shock-cardiogenic and cerebrovascular accident are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical interventions are results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.e1 - first/middle/last name, title updated from "unk" to "(B)(6) dr." E3 - occupation updated from na to "physician".